Event description:
During service by baxter, the infusion pump was found to contain a defective user interface module printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 14 2007. Evalation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703:00 in the event history confirms the defective uim pcb. This failure code is mainfested as a result of the uim pcb being defective. The uim pcb was replaced.

Manufacturer narrative:
The customer's complaint of "leak" was confirmed. Two used samples and one unused sample were returned to the manufacturing plant for evaluation. Functional and visual testing was performed. Functional tests revealed leaks in two of the three samples. Visual tests revealed internal damage to the luer stem. A recreation of the scenario was created which resulted in the reported defect. The evaluation concluded the most likely cause of the of the issue is related to incorrect insertion of the needle during use. Insertion of the needle at an angle can cause a channel on the injection site which could result in a leak. Additional information is provided.